Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 600's (mg/dl) with trace ketones. At the time of the reported event, the customer's bg level was 424 mg/dl. To address the bg level, the customer changed the supplies, delivered correction boluses, and administered manual injections. System check with tandem technical support showed that the pump was performing as intended. Recommendation was made by tandem technical support to consult with health care provider regarding possible factors that may affect bg levels.